Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller on proper techniques to press the button but ultimately decided to replace the pump to resolve the issue. The customer was asked to use multiple daily injections as backup therapy and to return the faulty pump using a prepaid label, with instructions to store it in storage mode prior to return.